Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. User facility medwatch report (B)(4).

Event description:
User facility medwatch report received that states: "a perclose device was advanced over the wire until bleed back was observed from the indicator port. Then the floor plate lever was pulled back until resistance was encountered, at this point the perclose was deployed and became stuck. The physician was unable to advance or retrieve the perclose device after several attempts were made. At this point surgery was consulted to perform a cutdown."

Manufacturer narrative:
B3: date of event is estimate . The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly the device was removed against resistance. It should be noted that the electronic perclose proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide suture mediated closure device against resistance until the cause of that resistance has been determined. In this case the device withdrawal against resistance was determined due to operational circumstance. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.